Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Pusher wire, main coil, and introducer sheath were returned for this complaint. The introducer sheath was inspected, and no damages were found. Parts were not interlocked. Coil was inspected and it was kinked and stretched. Pusher wire was found kinked. No more damages were found in the returned device. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip was detached. The interlocking arm was detached. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to the stretched coil condition. The remaining measured dimensions were within specification. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2022. It was reported that the coil could not be advanced in introducer sheath. A 6mmx20cm interlock coil was selected for use in the varicose veins of the fundus of the stomach. During the procedure, it was noted that the guidewire failed to push the coil out of the protection sheath. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed main coil zap tip detachment, main coil interlocking arm detachment, and missing fiber bundles.